Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the proglide plunger was removed¿ was confirmed. A review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch reference number. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices via a 6f sheath, using the pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture was present when the proglide plunger was removed with both proglide devices. The sutures of two additional proglide devices were successfully preplaced prior to the procedure. The sheath was upsized to 13f and aaa procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela. No additional information was provided.